Event description:
Allergan aesthetics received a report of a patient treated the low abdomen and flanks on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2023 with coolsculpting elite curve 150 and curve 240 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional information: a4, a6, d4 (additional related product). H11 - corrected data: b3, b5 (adverse event, treatment dates, area of concern, applicators).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen, hips and flanks on (B)(6) 2022 and (B)(6) 2023 using the elite curve 150 and curve 240 applicator and may have developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Additional information was received from the provider, it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
H11: corrected data: upon review of the additional information, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah). This event is considered not reportable to FDA.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/3/2023. Clarification to b3 partial date of event: "4 months" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated the low abdomen and flanks on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2023 with coolsculpting elite curve 150 and curve 240 has developed paradoxical hyperplasia (ph).